Event description:
Customer tested blood glucose on suspect device and was 173mg/dl. Customer was found 2 hrs later unconscious. Neighbor called paramedics. They tested pt's blood glucose on their device = 48mg/dl. Customer was given glucose IV. No controls were in use.